Event description:
Boston scientific received information that the communicator did not turn on. The patient reported the communicator power cord was hot. Troubleshooting did not resolve the issue. The communicator was replaced. The communicator was no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the communicator and power cor was performed. Visual inspection revealed that the power cord case had melted. The power cord did get hot after 20 minutes. Laboratory analysis was able to confirm the reported observation. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.